Event description:
Per the clinic, the patient experienced a performance decrement subsequent to a receiving a blow to the head. The device was explanted (B)(6) 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).